Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review is not applicable . Based on the serial number provided, the device was sold to the account on 01-september-2009 which places the approximate usage life at 6 years and 7 months. A review of the certificate of conformity (c of c) is not applicable because the event occurred well past the specified device lifetime reliability; 1.5 years or 2340 cycles. The device was returned to the factory for evaluation. There were signs of clinical use and no evidence of blood. The device serial number is (B)(4) and the manufacture date is 13-aug-2009 .the device was sold to the account on (B)(4) which places the approximate usage life 6 years and 7 months. The device was evaluated for its electrical function according to the service manual section d- ¿functional tests¿ using a calibrated multimeter and a 0.62ohm resistor hemopro power supply test box. The test box uses the 10k ohm resistor that is built into the hemopro cable. The led light was visible and no intermittent tone was audible when current was being measured. The device failed the electrical testing. The high and low current were lower than specified in the service manual. The results of the electrical evaluation are as follows: no load voltage: 5.50 vdc (requirement: 5.50 vdc +/- .05 vdc). Low current: 3.91 amps dc (requirement: 4.0 +/- .05 amps dc). High current: 5.81 amps dc (requirement: 6.0 +/- .05 amps dc). Based on the results of the evaluation, the reported complaint was confirmed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, t.w. Power supply made intermittent sounds. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, t.w. Power supply made intermittent sounds. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning.